Manufacturer narrative:
Results: the cat6 was ovalized starting approximately 121.0 cm from the hub to the distal tip. The cat6 was kinked approximately 2.0, and 5.5 cm from the hub. Conclusions: evaluation of the returned devices revealed that the cat8 and cat6 were ovalized near their distal tips. This type of damage may occur due to repeated forceful manipulation during use. Further evaluation of the returned cat6 revealed kinks in the catheter shaft. These kinks were likely incidental and may have occurred during packaging of the device for return. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00728.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00728.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8) and indigo system aspiration catheter 6 (cat6). During the procedure, the physician was able to make passes using both cat8 and cat6 with a non-penumbra sheath; however, the tips were found to be collapsed upon removal from the patient. There was no report of an adverse effect to the patient.